Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. This is report two of three for this event.

Event description:
A medtronic rep reported that the stealthstation experienced a crash during an ent case. The case was continued using the system. There was no impact on pt outcome.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm on the homechoice device. The patient disconnected during dwell 4/4 and forgot to press stop then reconnected. The technical service representative assisted with retrieving the set and advised the hp to call the nurse. During a follow up call on (B)(6) 2010, the wife stated the nurse was informed of the incident. A test (unknown) was performed on her husband and he was placed on antibiotics (unknown) for a "bug." The wife stated that it was peritonitis. The wife also indicated that her husband is currently in the hospital for low blood pressure and gout. No further information was obtained.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm on the homechoice device. The patient disconnected during dwell 4/4 and forgot to press stop. The hp did reconnect. The technical service representative assisted with retrieving the set and advised the hp to call the nurse. During a follow up call on (B)(4) 2010, the wife stated the nurse was informed of the incident. A test (unknown) was performed on her husband and he was placed on antibiotics (unknown) for a "bug." The wife stated that it was peritonitis. The wife also indicated that her husband is currently in the hospital for low blood pressure and gout. During a follow up call on (B)(4) 2010, the facility nurse provided the following information: the patient was diagnosed with peritonitis on (B)(6) 2010. The effluent was cultured and returned positive for (B)(6). A gram stain was performed and returned (B)(6) for (B)(6). The cell count was performed, however, the results are unknown. The patient did not have an exit site or tunnel infection. The patient was not hospitalized for the event of peritonitis. The patient was placed on cipro 500mg bid (two times per day) orally until the culture results were received then the cipro was discontinued and the patient was treated with vancomycin 2g intraperitoneal (ip) on (B)(6) 2010 and 1500mg ip on (B)(6) 2010. The cause of the peritonitis was determined to be that the patient failed to wear a mask when disconnecting from therapy. The patient was retrained on aseptic technique. The peritonitis was considered to be resolved. The nurse indicated that the peritonitis was not due to use of baxter solutions or products. The patient reportedly was also hospitalized on three separate events for a diagnosis of gout. The hospitalizations will be addressed in additional complaints.

Manufacturer narrative:
(B)(4).